Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Instructions are provided to always wait until the "ready" light turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the associated device met all requirements for release. Log file analysis revealed a usage pattern of exchanging and recharging batteries before they discharge below the 25% rsoc threshold. Analysis of (B)(4) revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to early depletion of cell pair #4. The confirmed malfunction is related to the reported event. (B)(4) was not analyzed per d02898. Based on the results of an internal investigation and field actions, no additional investigation of this event is required at this time for this battery. The investigation determined that there is a potential for this battery to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction could have contributed to the reported event. An internal investigation has been opened to evaluate these types of issues. The most likely root cause of the failure is a faulty cell pair, which likely contributed to the event. Heartware has opened an internal investigation to address this issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This is one of two reports (3007042319-2016-01141 and 3007042319-2016-01142) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by a site in (B)(6) that the patient reported that two of his batteries are leaking some substance and felt hot to touch. (B)(4) is also intermittently giving off some unusual sound. (B)(4) is observed to be losing power quickly while connected to a controller powered by ac. The batteries were replaced and there was no consequence to the patient. The investigation is ongoing.